Event description:
According to the reporter, during an adnexectomy (gynecology) procedure, approximately at the third stitch, the thread came loose from the needle as it passed through the tissue. Another suture was used, but the same issue occurred. Additionally, when a new box was opened and a suture was taken out, the user notice that the thread was black. To resolve the issue, a new device was used. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an adnexectomy (gynecology) procedure, approximately at the third stitch, the thread came loose from the needle as it passed through the tissue. Another suture was used, but the same issue occurred. Additionally, when a new box was opened and a suture was taken out, the user notice that the tip was black. To resolve the issue, a new device was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36 (lot#a5c2225y); cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36 (lot#a5c2225y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.